Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a possible pocket erosion. There was no additional adverse patient effects were reported. This rv lead remains in service.